Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, upon initiation of bypass, the clinician was unable to obtain flow and an error code was displayed. The clinician hand cranked in order to achieve flow and changed out the scp system. The case was completed without further incident. There was no report of patient injury. The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that, upon initiation of bypass, the clinician was unable to obtain flow and an error code was displayed. The clinician hand cranked in order to achieve flow and changed out the scp system. The case was completed without further incident. There was no report of patient injury.